Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative indicating that the patient had a catheter revision due to a flipped pump the doctor informed two manufacturing representatives that the patient had a history of twiddling and flipping the pump and that he had to revise the patient's catheter previously in (B)(6) 2014 (as previously reported). Neither one of the manufacturing representatives were present for that surgery and there was no further information to provide regarding this event

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that a catheter revision or replacement was done on the report date. The catheter was being replaced with an ascenda catheter. It was later reported that, during a pump replacement on (B)(6) 2014, it was discovered that the catheter had twisted up in the pocket and needed to be replaced. The replacement was done on (B)(6) 2014. Some of the previous catheter was left in the intrathecal space, and was still there as of (B)(6) 2014. Initially, the doctor thought that he may splice into that, but after further consideration, he decided to place a whole new catheter. As of (B)(6) 2014, the patient was doing great and the current catheter and new pump were working properly. The device system was used to deliver fentanyl.